Manufacturer narrative:
Sample was received for evaluation. DHR - review of the history device records was not possible as the lot number was unknown. Failure analysis: the valve was visually inspected, biological debris were noted, marks on the silicon housing were noted, needle holes in the needle guard. The valve was leak tested: only leaks in the needle guard. The valve passed the tests for programming, occlusions and pressure. Root cause: no root cause could be determined, as the technician did not find any functional problem with the valve. The root cause for the marks, on the silicone housing is probably due to a sharp or pointed object coming into contact with the silicon housing. As noted in the IFU silicone has a low tear/cut resistance. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The customer reported that a certas plus valve (ID 828800) was implanted on (B)(6) 2019 and the patient presented several times with ongoing headaches. On (B)(6) 2019 the valve setting was changed and on (B)(6) a shunt flow test was indicative of a blocked valve. On (B)(6) a revision surgery was performed to replace the certas valve and during the revision the surgeon noted that the cerebrospinal fluid flow from the catheter was high; the peritoneal catheter was good. No surgical delay was reported and the patient¿s status after the revision is unknown.